Event description:
It was reported that "the scar tissue was not adhered to the cuff, and the catheter has fallen out."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.